Manufacturer narrative:
B)(4). Evaluation summary: visual and dimensional analysis was performed on the returned device. The reported separation was confirmed; however the reported difficulty to remove and failure to advance could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a very tight lesion located in the posterior descending artery and right ventricle (rv) branch. A kissing balloon technique was being used. The first balloon was down across the rv branch. The 2.5 x 12 mm nc trek balloon catheter was advanced but met with heavy resistance due to the very tight vessel. The decision was made to retract the device and during retraction of the balloon catheter resistance was felt the proximal shaft of the device separated. The separated segment was removed from the patient without issue. A compliant balloon was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.